Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2020 regarding a patient receiving unknown baclofen (3500mcg/ml at 363.8mcg/day) via an implanted infusion pump. It was reported that a motor stall occurred on (B)(6) 2020 and elective replacement indicator occurred on (B)(6) 2020. The pump was interrogated and it said it was stopped. The hcp was going to speak to the physician about ordering a pump replacement. It was noted that the patient was experiencing confusion. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) who reported the patients weight and stated that the explanted pump was sent to pathology in the hospital and a company representative is in contact with the hospital for the pump. No further complications were reported.